Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to perforation of the coronary sinus. The pericardium was drained and needed to be surgically repaired. The lead was never in service. No additional adverse patient effects were reported.